Manufacturer narrative:
(B)(4).

Event description:
Reportedly, during testing, the display did not work. Upon replacing the touch screen, gasket and foam tape, the display didn't work. There was no pt involvement reported.